Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (arrhythmia alarms, damaged monitor case) was confirmed. Upon investigation the monitor failed incoming functionality testing. There are two causes for the failure. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, there was corrosion on the computer/analog and defibrillator pcas. The root cause for the broken connector was physical abuse. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing arrhythmia alarms and that the monitor had a damaged case.